Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a skin irritation under the entire device with the distribution node digging into his skin causing him to bleed, red welts under the sensing electrode. The patient has a history of sensitive skin. The patient's physician determined that the irritation could be an allergic reaction to the nickel in the electrodes. The patient's doctor advised the patient to use silver sulfadiazine cream on the irritation. There is no indication of a device malfunction related to the rash. The patient's current medical outcome is unknown.